Event description:
It is reported that the devices were implanted in 1998. The devices were explanted in 2007, due to the acetabular implant loosening and polyethylene liner wear.

Manufacturer narrative:
Other device used: catalog # 433628055, apr neutral liner standard, lot # 1293373. This report will be amended when our investigation is completed.